Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent keypad response. The symptom was reproduced during evaluation with the "1" key producing an intermittent response and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent keypad response associated with the "1" key. There was no known patient injury or medical intervention associated with this event. No additional information is available.